Event description:
On (B)(6) 2025, the user reported a low blood glucose (bg) in the 60 mg/dl that morning. The event occurred after unannounced breakfast, likely influenced by insulin on board overnight and the learning curve during the first week of pump use. Lowest blood glucose (bg) recorded was 65 mg/dl. Bg was corrected by eating breakfast. No prolonged out-of-range period, symptoms, outside assistance, or medical intervention were required or reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.